Manufacturer narrative:
(B)(4).

Event description:
The complaint states that "alert/notification settings" was reported. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined.

Manufacturer narrative:
(B)(4). 3004753838-2025-214044 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
After submission of the initial MDR, product was received on 8/15/2025 and it was determined this complaint is not reportable per (B)(4).